Event description:
A site stealth coordinator reported that while in a cranial procedure, the surgeon said he could look through the oculars and place the probe on an aspect of the pt's anatomy, when he would visualize the placement of the probe tip outside of the oculars and alleged there was a 1.5cm inaccuracy in an inferior direction. The surgeon opted to discontinue use of the stealthstation s7 to complete the procedure. There was no impact on the pts outcome reported.

Manufacturer narrative:
Findings to date are the pentero system issue detected and is to be serviced (B)(4). All other microscopes are working properly. Software evaluation has not been completed as of the date of this report.